Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed flow meter. The arctic sun 5000 was evaluated upon receipt. The flow meter failed during post repair flow adjustment and testing, flow meter did not pass minimal flow. Flow meter was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse stated that biomed told to contact them to set up repair of arctic sun device that was not turning on. Explained process of troubleshooting to identify the issue and then their engineers would send quote for which biomed submits a matching po. Per investigator notification received on (B)(6) 2023, it was reported that the device would not autofill, excessive travel in ac power switch allows device power to cut off if depressed too far up, double bend tube found expanded during servicing, flow meter failed to pass minimum flow during post repair flow adjustment and testing.

Event description:
It was reported that the nurse stated that biomed told to contact them to set up repair of arctic sun device that was not turning on. Explained process of troubleshooting to identify the issue and then their engineers would send quote for which biomed submits a matching po. Per investigator notification received on (B)(6) 2023, it was reported that the device would not autofill, excessive travel in ac power switch allows device power to cut off if depressed too far up, double bend tube found expanded during servicing, flow meter failed to pass minimum flow during post repair flow adjustment and testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.